Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, battery testing, and a review of the alarm log were performed. The low battery alarm was identified during the review of the alarm log and battery testing. The cause of the condition was determined to be a depleted battery. The cause of the depleted battery was determined to be an inability to charge due to a damaged power cord. To correct the condition, the battery and the power cord were replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented a low battery alarm. No additional information is available.